Event description:
It was reported that increased capture threshold and high pacing impedance were observed on the right ventricular (rv) lead. No intervention was performed. The patient was stable and will continue to be monitored. There were no adverse consequences.